Event description:
It was reported that the patients spinal cord stimulation (scs) lead had high impedances. The patient underwent a scs system replacement procedure wherein a magnetic resonance imaging (MRI) compatible system was implanted. The patient was doing well postoperatively. The explanted device components will not be return per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5087463, UDI: (B)(4). Product family: scs-ipg-r upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 367131, UDI: (B)(4).